Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted completely into the lead. The lead was not implanted and was replaced. No patient adverse consequences were reported.